Event description:
It was reported that during a robotic proctectomy procedure, the device would not hold clips. No pt consequence.

Manufacturer narrative:
Eval summary: the instrument was returned in good visual condition. The instrument was loaded and deployed six clips as intended over suture. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.